Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. A philips field service engineer went to the customer site and verified the failure. Replacement of the ac power module resolved the failure . The unit passed all testing after the new ac power module was installed.